Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that when training a patient on the cycler, the cycler powered off and smoke started to come out from the heater tray. The patient was connected to the cycler at the time of the event in their dwell phase. The pdrn stated that they powered the cycler off, ensured that the power cord was secure on both ends, and disconnected the patient. The pdrn reported that the patient is okay. The cycler is sitting on a liberty cart plugged into a three prong wall outlet on its own. There were no power outages in the clinic or in the area. At that point in time, the technical support represented advised to discontinue the use of the cycler and a replacement would be provided. Additional information regarding the event was requested, however to date not provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage as the rear panel was pushed in. Upon power up, the cycler touch screen test failed. The cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a voltage check. An as received treatment with reduced dwell times was performed and a balloon valve leak during the set up was encountered and the treatment was cancelled. The cycler failed the valve actuation test as valve 8 would not inflate. Valve 8 was replaced with a known good valve and continued testing. A second as received treatment with reduced dwell times was performed. During the treatment the screen went blank and smoke was coming out of the cycler. The treatment was cancelled. It was identified that transformer (t1) on the inverter board was burned. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.